Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to a latch lock optic sensor. As a result, latch lock optic sensor seal was fixed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's lock/latch was unresponsive. During physical inspection, it was found that there was a inoperable latch lock optic sensor. There was no patient involvement, no patient injury was reported.